Event description:
Plaintiff alleges developing severe illnesses and injuries to the skin, including but not limited to skin discoloration, soreness, rashes, respiratory and/or other related diseases, discorders and reactions due to exposure to latex.